Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient recently had surgery on their ankle in november and they had to shut off the bladder stimulator during the procedure but patient still felt like the stimulator wasn't helping as much as it should. Patient representative said that the therapy wasn't working even before the surgery and it was worse now. Patient said they had turned the therapy back on after the procedure. Agent walked patient representative through how to connect with patient's implant to check therapy status. Patient was able to successfully connect with implant and increase stimulation to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.